Event description:
One of the coils penetrated through my fallopian tube causing it to go into the muscle I had to have a CT scan performed and my doctor recommended surgery to remove the coils. I was in excruciating pain severe backache horrendous cramping pain in my pelvic bone and shooting pain down my leg. What was supposed to be two days off of work has now turned into almost a month. I had surgery on (B)(6) to remove the coils. I woke up feeling 100 better than when I had the essure implanted. There's something wrong with those essure "nothing should" that much pain.